Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi. As part of a (B)(4) lot in september of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instruments shows that the jaws are bent to one side and are loose and misaligned and the jaw pivot pin is pulled through one side of the bent / damaged outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent/damaged where it engages the jaws.

Event description:
It was reported that the jaws of the applier got broken at loading a clip during surgery. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell or in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier got broken at loading a clip during surgery. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell or in the patient.